Event description:
It was reported that there was an impedance rise over time and increase in threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed out of range (oor) right ventricular (rv) pacing impedance. There was one patient alert for out-of-tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows a gradual increase for min and max rv pace equal to 728 to 2528 ohms peak between (B)(6) 2012 and (B)(6) 2013. (B)(4).